Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left device was disintegrated when pocket was opened up. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: a striated opening on anterior and striated broken on anterior. Based on the device analysis the final assessment is: striated broken on anterior assessed as surgical damage. A striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported left device was disintegrated when pocket was opened up. The device has been explanted.